Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that ventricular noise was noted during gentle pocket manipulation. The patient has several ventricular tachycardia (vt) episodes recorded in the arrhythmia logbook and sensing and impedance measurements have been varying greatly. A lead fracture was suspected and therefore, a revision procedure was performed. The lead was removed from service and successfully replaced.